Manufacturer narrative:
Device evaluated by MFR.: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that there was vessel perforation. A 2.4 mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure in the completely occluded left superficial femoral artery. A non-bsc guidewire was introduced followed by the jetstream. They performed the procedure with two passes blades down and two passes blades up. After this point, they took a picture and it appeared there was a perforation in the artery. The jetstream was removed from the body. The physician then used a non-bsc drug coated balloon and placed a stent. The physician stated he though the event was partially due to the jetstream and the balloon. The patient tolerated the procedure well.